Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had prime anomaly. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that insulin squirting out after motor stops during the manual prime process. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected prime/fill anomaly noted during testing. (B)(4).